Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Date of event: unknown. The date received by manufacturer has been used for this field. No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that an unspecified bd phaseal¿ device malfunctioned causing a chemotherapy leak. The leak occurred on the y-site connector piece and contacted the patient's bed. There was no report of exposure to patient, injury or medical interventions.

Manufacturer narrative:
Investigation summary: four picture samples were received for evaluation by our quality engineer. Upon examination of the pictures, the product was observed stained with liquid. Two retained samples were obtained from the manufacturing facility for the same lot as provided. The retained samples did not reveal any defects. A device history record review did not reveal any anomalies or quality issues during the production of the provided lot number that could have contributed to the reported issue. Although the pictures reveal a leak within the connector, it is difficult to establish the origin of the leak. The root cause cannot be established. Based on the low severity and frequency of the defect (according to ps-001) and acceptable results for the sample tested, it was determined that no CAPA is required.